Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the sterile water did not drain out from the foley catheter.. It was left for a while and drained out after about 5 minutes.

Manufacturer narrative:
The reported event is inconclusive. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjn1786. Visual evaluation of the returned sample noted the inflation cap was disconnected. Due to the disconnection of the inflation cap, it was unable to inflate and deflate, testing for catheter removal. Therefore, the reported event would be "inconclusive". A labeling review is not required because event was not confirmed user-related. A review of the device history record was not necessary due to the reported event being inconclusive. Based on the investigation results no additional action is required at this time. Correction: d,e,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the sterile water did not drain out from the foley catheter. It was left for a while and drained out after about 5 minutes.